Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump has a blank display before and after a battery change. Customer also indicated that high blood glucose was a result of the blank display. Customer indicated that the pump was dropped a few times and was exposed to sweat. Customer's blood glucose was 294 mg/dl at the time of incident. Troubleshooting was done for battery and weak battery and customer indicated that battery cap is corroded. Customer was advised that a new battery cap will be mailed to him and to call back once received to troubleshoot further if necessary.